Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Manufacturer narrative:
External and internal visual inspections of the i3 unit revealed discrepancies in the i3 pcb power jack. The power jack had a broken solder joint causing an unstable connection to the pcb. The power supply cable was inserted into the pcb. Power jack and manipulated to supply power to the unit for testing purposes. The power supply and power cord were in working order with no visual defects. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed successfully using returned 3g gsm modem. Unit passed all test steps during diagnostic-testing. Customer reported frayed power connector plug ¿ inconclusive since it was not returned. It was determined that the i3 pcb had a defective connection at the power jack. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.